Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned the result. After a retrospective review, it was discovered that there had been one other discordant, falsely low hcg result reported out. There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low hcg results.

Manufacturer narrative:
The customer called the siemens technical solutions center (tsc). After reviewing the instrument data, the tsc discovered that the two falsely low hcg results had been flagged with errors that indicated the photometric reading was outside of the acceptable range, and the samples would require dilution in order to obtain the correct results. The tsc specialist informed the customer of this, and the customer stated that they had been releasing results without determining why they were flagged. The cause of the discordant, falsely low hcg results is user error. The instrument is performing according to specifications. No further evaluation of the device is required.